Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 18765254; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient was experiencing pain at the ipg site and the patient was also experiencing inadequate stimulation. It was noted that the patient had severe weight loss. The patient underwent an explant procedure.